Event description:
Complainant alleged that while treating a patient (age & gender unknown) the device advised shock for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer did not return the device to zoll medical for evaluation. The customer did provide zoll medical with an electronic data file from the event. The electronic data file was processed at a replay workstation for the release version of the algorithm contained in the device and the results for the analysis in question were identical to those returned by the sources device in the field. Segment number one of the overall interpretive period contains noticeable complexes that provide some variability to the signal due to width of those complexes and the points of occurrence during each segment. The segment matched the criteria for a low-level shockable signal segment number two was determined to be non-shockable. This segment contained some segment number three of the interpretive period returned conditions that met the signal amplitude and variability criteria for a shockable ventricular fibrillation signal. The signal is low in amplitude and near the algorithm criteria thresholds, which may have been significant in this event. We agree with the customer in regards to the fact that the presented heart rhythm is not consistent with a rhythm that is shockable; however, we believe that the device returned an understandbale determination. After careful review of the data provided, we believe that due to the lack of iso-electric content in conjunction with signal normalized amplitude in segments one and three of the overall interpretive period caused the device to return a "shock advised" determination.